Event description:
It was reported that the patient presented to the emergency room after the incision site for the cardiac defibrillator pocket began bleeding. Pressure was held on the wound and the bleeding stopped in the emergency room. Issue resolved without sequelae.